Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer was failed to open. Customer tried to reboot and recover the device, but issue was not resolved. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) identified that drawer 4.2 pocket c4 had a medication jam requiring maintenance. The fse arrived on site, cleared the jam by removing the obstructing medication, and ensured that no further obstruction remained. The system functioned as intended after the field service engineer repaired the device.